Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the presented to surgery with discogenic low back pain and l4-5 instability. The patient underwent a procedure for posterior lumbar interbody fusion at l4-5 with placement of autologous bone graft and peek cages with rhbmp-2/acs bilaterally, synthes bone marrow aspirate on the left at l4-5, pangea screws, rods, and locking caps, vitoss autologous bone, autograft. At 3 months post-op follow-up visit, the patient noted that the procedure helped. Patient also complained of extra-sensitive painful to touch medial aspect of the left foot, and numbness and tingling in the entire left foot. Sneezing and coughing causes pain to radiate from her back down the front of her left thigh, left medial leg, and down into the left foot. A needle emg was performed on the left lower extremity and ¿revealed abnormalities in one of the l4-5 innervated muscles, consistent with acute denervation. Clinically, her presentation was most suspicious for the l4 distribution. Ncs left peroneal nerve did not demonstrate overt evidence of focal abnormality. Clinical correlation would be warranted.¿ at 44 months post-op the presented with the diagnoses of left l4-5 stenosis with and right l4-5 retained fixation. Pre-operative x-rays demonstrated a solid fusion at l4-5. Per the medical records, the surgery consisted of decompression of the right and left l4/5 and the removal of the right-sided hardware.